Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece from the permanent cautery hook instrument broke off and fell inside the patient. The fragment was retrieved during the same surgical procedure. There was no report of patient harm, adverse outcome or injury.